Manufacturer narrative:
On 06-may-2020, mentor received additional information about the event. It was initially reported that the explantation date is 21-apr-2020. New information states that the patient will undergo explantation on 20-may-2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received additional information that the patient had her explanted breast prostheses replaced with mentor memorygel breast implant 400cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, left breast rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 275cc gel breast prostheses that both ruptured after implantation. Bilateral intracapsular rupture was diagnosed by MRI. In addition, the patient reported rippling in her left breast. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6)2020, mentor received additional information about the event. The devices were removed from the patient intact. Device code ¿1546¿ material rupture no longer applies to this event, nor does block b1 ¿is product problem?¿. On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant and rippling on the left side. During visual inspection of the device, an area of delamination was observed, located at the union between the patch and shell of the implant. Leak testing was performed in accordance with mentor's procedures. Findings did not reveal additional ruptures or leakage on the delamination. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. As part of our quality process, the manufacturing records of this (B)(4) number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and skin wrinkling complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).